Manufacturer narrative:
Upon further investigation of one of the devices, it was found the device was experiencing gatch does not moved to desired position, which is not reportable. The number of events has been corrected to reflect this.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced sharp metal edges. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 21 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the devices experienced sharp metal edges. There was no patient involvement.